Event description:
The biomedical engineer (bme) reported that since the enterprise gateway server (eg) was cut over to a virtual eg, the site has been experiencing intermittent communication loss affecting all gz telemetry units. This has been happening on the next generation netkonnects (ngnks) and the central nurse's stations (cnss). It lasted about a minute each time it occurred. They have not had comm loss issues since (B)(6) 2026. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that since the enterprise gateway server (eg) was cut over to a virtual eg, the site has been experiencing intermittent communication loss affecting all gz telemetry units. This has been happening on the next generation netkonnects (ngnks) and the central nurse's stations (cnss). It lasted about a minute each time it occurred. They have not had comm loss issues since (B)(6) 2026. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 04/09/2026 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.